Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device has been explanted. This relates to the left side.

Event description:
Patient reported deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Additional observations: ¿ observed creases on the device. ¿ yellow particles observed inner the device.